Manufacturer narrative:
A patient had an ipg replacement was reported to abbott. It was determined that following an unrelated surgical procedure, the ipg was placed into surgery mode, the ipg became unable to communicate with external devices. As a result, the ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure, wherein the ipg was placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2023, wherein the ipg was explanted and replaced to address the issue.